Event description:
Procedure type: colostomy takedown. According to the reporter: several days after the procedure, the pt was brought back into the operating room for a suspected leak at the anastomosis site. There was a post operative leak. A colostomy was performed and the surgeon was able to visually inspect the staple lines with the sigmoid-scope. The staple line was complete and had properly formed staples. There was unanticipated tissue loss. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 mins in surgery time.

Manufacturer narrative:
(B)(4).